Event description:
It was reported that the customer experienced an issue with the pump's touchscreen not responding, which prevented interaction with the device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, which was performed by the customer, and this resolved the issue, allowing the touchscreen to function correctly.